Event description:
Manufacturer reference number: 2017865-2024-72622. It was reported that the patient presented at clinic for a normal elective replacement indicator (eri) procedure. Prior to procedure, it was discovered that the patient had a faulty right ventricular (rv) lead. The right atrial (ra) and rv leads were capped on 14 nov 2024. The pacemaker was explanted and successfully replaced with a rv leadless pacemaker. Patient was stable.